Event description:
It was reported, that the instrument bit broke during a removal procedure and trephines became stuck in handles delaying surgery by an 45 minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 8 mdrs filed for the same event (also see 0002242816-2013-00117 / 00124).